Event description:
It was reported that during a rotational atherectomy procedure, a shaft break occurred. The lesion was located in the obtuse marginal branch coronary artery. Vessel characteristics are unknown. A 2.5x20mm apex balloon catheter was advanced to the lesion and inflated for 20 seconds at 16atm, and again for 17 seconds at 12 atm. A 2.5x15 quantum maverick balloon was advanced to the lesion and the shaft broke inside the guide catheter. The devices were removed. Another guide catheter and guide wire were advanced. Another 2.5x15mm quantum maverick balloon was advanced to the lesion and inflated for 11 seconds at 20atm and again for 30 seconds at 24atm. A 2.5x6mm cutting balloon was unable to cross the lesion. A rtw floppy guide wire was advanced and removed. Another manufacturer's guide wire and guide catheter were advanced. The guide wire was removed and another rtw floppy guide wire was advanced through the guide catheter. A rotalink plus 1.5mm burr was advanced and ablation was performed. The rotalink plus became stuck on the floppy rtw guide wire following ablation, and the devices were removed. Another manufacturer's guide wire was advanced. A quantum maverick 2.5x15mm balloon was advanced and inflated for 19 seconds at 20atm. A non-bsc 2.5x28mm stent was implanted. A second non-bsc 2.5x28mm stent was implanted. Another manufacturer's balloon was unable to cross the lesion. The guide wires were removed. A j wire was advanced. Another manufacturer's guide catheter was advanced and the j wire was removed. The site was closed with a closure device. The procedure was completed successfully. No patient injuries or complications were reported. The patient condition is reported as "ok."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).